Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, pre-existing aortic regurgitation (ar) was exacerbated by the pre-implant balloon aortic valvuloplasty. During valve implant, the valve placement was too high and the valve was recaptured, which exacerbated the ar further to moderate-severe. The blood pressure stagnated at 60 millimeters of mercury (mm hg). Percutaneous cardiopulmonary support (pcps) was initiated. Once the valve was implanted the blood pressure recovered to 100 mm hg. It was reported that the ar caused the patient's pressure to drop. Although pcps was turned off, the patient returned to the intensive care unit with pcps still attached. One day following the implant procedure, the patient was extubated and moved to a rehabilitation unit. No additional adverse patient effects were reported.